Event description:
It was reported that during a gyn procedure, the harmonic scissor performed well during the first 30 minutes of the procedure. Then the 'fail or tighten assembly' occured. They changed handpiece but that didn't solve the problem. They took another scissor (same like product) and the system was okay again. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for tightened assembly. The device was activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. "A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear." The batch history records were reviewed with no anomalies noted during the manufacturing process.